Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26255 it was reported the patient was no longer receiving effective stimulation. The patient underwent surgical intervention on 05/26/2015, where it was determined the left lead had migrated. The physician repositioned the lead back into place. The patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.